Manufacturer narrative:
Revision occurred after 7 weeks due to user error. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 7 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred because the primary surgeon (a different surgeon) did not properly seat the glenosphere on the baseplate, according to the distributor who was present during both cases. A 40 mm centered glenosphere and a 40 mm + 3 135/145 humeral standard cup were explanted. These items were replaced with a 40 mm centered glenosphere and a 40 mm + 6 135/145 humeral standard cup.